Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that during vessel closure, the physician attempted to use the involved angio-seal. However, when pulling back, the device would not pull back properly. He was unable to get the device to pull. There was no patient injury or surgical intervention required. Additional information was received on 21jan2025: the procedure performed was heart catheterization. Manual compression was performed for hemostasis. A 6 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion to my knowledge. A pre-deployment angiogram performed, as always. The patient was stable. Blood loss was less than 250cc's. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.